Manufacturer narrative:
(B)(4). The intraocular lens was received and inspected under illuminated 10x magnification. One half of optic with a distorted haptic was noted. The condition of the returned device is consistent with a lens that was explanted. Prior to release the lens met all manufacturing specifications. A definitive cause for this event could not be determined. All information currently available is contained in this report.

Event description:
It was reported that the multifocal intraocular lens was explanted (B)(6) implantation because the patient had difficulty adapting to the lens. An intraocular lens exchange was performed. No patient complications were reported.